Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back"), pelvic pain ("pelvic everyday"), tinnitus ("ringing/swooshing sound in my ear") and arthralgia ("hip pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, back pain, pelvic pain and weight increased outcome was unknown, the tinnitus had resolved and the arthralgia was resolving. The reporter considered arthralgia, back pain, medical device removal, pelvic pain, tinnitus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, back pain and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Events added: lower back and pelvis everyday. Reporter added. On 23-mar-2020: social media received. New events: weight gain, hip pain, ear buzzing were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced back pain ("lower back"), pelvic pain ("pelvic everyday"), tinnitus ("ringing/swooshing sound in my ear"), arthralgia ("hip pain") and amnesia ("memory loss with essure") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal, back pain, pelvic pain and weight increased outcome was unknown, the tinnitus had resolved and the arthralgia and amnesia was resolving. The reporter considered amnesia, arthralgia, back pain, medical device removal, pelvic pain, tinnitus and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal, back pain and pelvic pain, memory loss. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information, event: memory loss with essure added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone surgery for essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: medical device removal". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.